Event description:
The facility reported that while two caregivers were loading the resident into the tub, the door fell and hit him on the head. The resident sustained minor bruising to the head and tao was applied.